Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of dural anterior venous fistula (avf), this coil detached prematurely inside the introducer sheath. It was reported that the physician was treating an extensive avf with most of the supply coming from the left occipital artery into the left transverse sinus and sigmoid sinus. It was reported that the physician coiled the venous sinuses shut with large numbers of axium coils (50) and approximately 15 microvention hydrofill coils. The reported coil was approximately the 40th axium to be inserted. The coil stuck in the delivery sheath and would not advance into the micro catheter hub. When the physician tried pulling back the hypotube pushwire the coil detached. The case was successfully continued with more axium coils delivered through the same micro catheter. No patient injury was reported.